Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample was returned for evaluation. Thirty-two (32) needles were returned, so from these 20 were taken and each used to draw five vacutainer tubes with horse blood from an elevated reservoir to simulate venous pressure, using bd suhs. No leakage into the holders occurred, and no splashing of blood. No objective evidence was provided by the customer in support of this complaint. Function testing of returned samples did not confirm the reported defect. It is understood that if a tourniquet is used and left in place after the acquisition device has been placed that there is a potential for increased pressure. This is the first complaint associated with slow sleeve recovery which describes blood ¿splatter¿ in the past 3 years. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5281211. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked from a bd vacutainer® precisionglide¿ sample needle between the tube and the holder with blood splashing on the phlebotomist. No mucous membrane exposure, no injury, no medical interventions.